Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. After the device was implanted and the aorta was closed, the intra-operative echo showed a perivalvular leak. The pvs21 valve appeared tilted. Consequently, the aorta was clamped again, the pvs21 explanted and a new pvs21 was implanted. The procedure was delayed, although the exact added time was not provided. The patient remained stable throughout the procedure, with no problem after surgery and was discharged to home. Based on the assessment received, the event likely resulted from the tension applied to the guiding suture, which was reportedly strong.

Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. After the device was implanted and the aorta was closed, the intra-operative echo showed a perivalvular leak. The pvs21 valve appeared tilted. Consequently, the aorta was clamped again, the pvs21 explanted and a new pvs21 was implanted. The procedure was delayed, although the exact added time was not provided. The patient remained stable throughout the procedure, but the outcome after surgery was not reported. Based on the assessment received, the event likely resulted from the tension applied to the guiding suture, which was reportedly strong.